Event description:
Patient representative reported left side "scarring and disfigurement, reconstruction, hospitalization, infection, disability, chronic pain, seroma, itching, swelling, capsular contracture, heat sensation, depression, anxiety, ptsd, significant weight loss and weight gain, chronic headaches, pain prior to explant procedure." The device has been explanted. The events of depression, disability, anxiety, significant weight loss and weight gain, headaches, and ptsd are deemed not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation, yellow particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of mar 2020 through feb 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Reason for reoperation: biocell complaint.